Manufacturer narrative:
Conversion to open repair is labeled in the IFU. Trigger wire difficulty is not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
Physician stated that he had to use force to pull safety wire. When pulling the wire, the whole stent moved down. The patient had to undergo an open procedure. Patient outcome was not provided by reporter.